Event description:
Per the independent repair center, the customer alleged problem is alarming/red light/ unit will not start. The key failure is that the compressor was stuck, needed to force the compressor fan to start. No new parts needed.